Event description:
The foley catheter was inserted in the patient on early (B)(6). The next day, the nurse observed that the foley was leaking from the vented sample port on the foley. The foley was removed and replaced. The foley was saved and sent to quality. Quality contacted bard and notified bard of the urine leakage event. The foley will be returned to bard per their request. The product was part of the affected product codes and lot numbers that bard had sent the device notification letter on december 13. Affected product was not pulled at this facility as this is not a recall and our vendor also still has affected product that potentially would have been a replacement for product we pulled. At this time, the patient has not a cauti or any adverse effects because of the foley event.